Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer¿s blood glucose level was 502 mg/dl reportedly, customer delivered correction injection via manual insulin therapy to address elevated bg. The customer reverted to an alternate method insulin therapy.